Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identified.

Event description:
The customer reported that vela cf ventilator experienced touchscreen not working and fluids present under plastic screen sheet. No patient involvement. The reported issue was detected during scheduled pm.